Event description:
The following allegation was reported to davol: patient was implanted with bard kugel patch during an abdominal hernia repair procedure (reportedly, in 2004 or 2005). (B)(6) 2014 - patient underwent a surgical procedure fo removal of the bard kugel patch due to infection. (B)(6) 2006 - patient underwent an exploratory surgical procedure, during which a small bowel fistula was observed. (B)(6) 2006 - patient underwent surgical repair of the bowel, and a portion was transected, and repaired with silk sutures. An omental mesh patch product was placed during this procedure. Reportedly, the patient continues to undergo surgical procedures, in which, the patient attributes to the bard kugel patch.

Manufacturer narrative:
As reported this is a patient with a complex medical history and based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The patient contact reports that the implant records were destroyed by the implanting facility, therefore, no product identifiers can be provided. Without the product code and lot number and a review of the manufacturing record cannot be conducted. Infection and fistula formation are both listed in the adverse reactions sections of the IFU as known complications. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained,a follow up MDR will be submitted.